Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log identified the reported downstream occlusion alarm. The cause of this event was determined to be a damaged door assembly. In order to address this issue, the pump head door assembly was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available a supplemental report will be submitted.